Manufacturer narrative:
The following batteries were reported; however, it is unknown which batteries were involved in the reported event: (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. This is one of three reports (3007042319-2015-01413, 3007042319-2015-01414 and 3007042319-2015-01415) submitted for devices related to the same event.

Manufacturer narrative:
Batteries bat049603, bat049131, bat049706, bat049705 - based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. This is one of three reports (3007042319-2015-01413, 3007042319-2015-01414 and 3007042319-2015-01415) submitted for devices related to the same event.

Event description:
It was reported by the vad coordinator that the patient experiences multiple switches between the ports. The switches often disturb the patient's sleep at night because of the multiple switches between ac and battery/battery-battery, which also beep. All peripherals including the controller were exchanged and will be returned to the manufacturer. There were no effects to the patient reported during the exchanges of the peripherals. No further information is available at this time. Investigation is in progress. This is report 3 of 3.